Event description:
It was reported that this pacemaker exhibited oversensing of noise on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Additionally, low out of range pace impedance measurements were observed. Loss of capture (loc) was also suspected. The involved right atrial (ra) lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and recommend an in-clinic thorough lead evaluation. No adverse patient effects were reported. At this time, this device system remains in service.